Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that after filling reservoir with air, she is not able to push the air into vial. The customer stated that she had a total of 4 defective reservoirs and will send back 1 defective reservoir for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed pre-fill test to reservoirs; passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.